Event description:
During a dialysis treatment a dialyzer blood leak occurred and alleges that no machine blood leak alarm occurred. The dialyzer being used was a f80, lot # is unk and dialyzer not available. The treatment was discontinued and restarted using a new dialyzer. Although there was no patient injury, the patient was treated prophylactically with antibiotics. The machine was removed from the treatment area for inspection by the MFR rep, who was unable to duplicate the described event.